Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements but still within range. No noise was observed. Boston scientific technical services (ts) discussed reprogramming options. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.